Manufacturer narrative:
Pre-op labs/testing and medical history/comorbidities unknown.

Event description:
A quick cross catheter was used in the case. When the catheter was removed it was observed that the end of the catheter had been severed inside of the body. A snare was used and the severed part of the catheter was retrieved using a snare, with no complication to the patient. The patient was discharged home in stable condition.